Event description:
It was reported per article of interest literature review that the 50-year-old female with history of bilateral mastectomies had reconstruction performed with breast implants which were placed in a submuscular plane. Few years later in 2017, the patient had anterior myocardial infarction and was treated for it, however this resulted in severe left ventricular dysfunction that persisted despite optimal heart failure treatment. Subsequently a bsc implantable cardioverter defibrillator (ICD) was then implanted but two years later in 2019 the patient experienced discomfort, lost weight and reported concerns about aesthetic result. It was reviewed by the cardiologist and the breast surgeon, and they opted to remove the left-sided breast implant from its current subpectoral plane and place it in front of the pectoralis muscle, beneath a further layer of acellular dermal matrix; which had the effect of allowing the defibrillator to be sited deep to the breast implant on top of the pectoralis muscle. The procedure alleviated her discomfort from the cardiac implantable electronic devices (cied) and the patient reported she was pleased with the aesthetic result. Furthermore, in 2024 this ICD had reached replacement window, and the device was explanted and successfully replaced. The new device was connected well to existing leads. A new smaller breast prosthesis was implanted above the ICD generator. The wound was closed in layers with monocryl 3 0 and glue. The ICD was reactivated, and all checks were satisfactory. No additional adverse patient effects were reported.